Manufacturer narrative:
Device evaluation: only photos provided by the customer were evaluated by a subject matter expert. The evaluation revealed a linear discoloration starting at the lens periphery which extends approximately 0.2 to 0.3 mm towards lens center and appears to be located on the lens surface. The root cause as well as the potential clinical impact of the observed phenomena cannot be determined from a picture assessment. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search was performed and there are no nonconformance related to this production order (po). During the record review for this production order, the miq (measurement iol quality) process was also reviewed. The lens was processed and inspected according to established procedures. No deviation was found during processes related to the complaint issue reported. Conclusion: based on complaint investigation results, and cp source photo evaluation, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints per sop301064 (global complaint trending, revision 18). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a normal preparation and implantation of the intraocular lens (iol) the eye surgeon saw a little scratch at the edge of the iol. Through follow-up surgeon provided that patient's sight will not be affected by this issue as the scratch is placed on one edge of the optic. No additional information was provided.